Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was repositioned about two months post-implant due to high pacing thresholds and loss of capture. No additional adverse patient effects were reported due to the surgical intervention. The lead remains implanted and in service.